Manufacturer narrative:
Initial

Event description:
It was reported that a freestyle libre 3 plus sensor paired with the ilet bionic pancreas stopped showing glucose readings and the alarm history indicated pairing failed; the user restarted the ilet and successfully rescanned and paired the sensor, after which readings resumed. The user experienced a glucose peak of 313mg/dl with no associated clinical symptoms reported. Outcomes included restoration of sensor connectivity and continued monitoring with no health impact. User support included guided troubleshooting to review alarm history, restart the ilet, and rescan the sensor in the ilet application. Investigation of this case revealed a resolved sensor-to-ilet pairing failure with successful re-establishment of communication after restart and rescan, consistent with a transient connectivity issue involving the continuous glucose monitoring interface. It was concluded, based on previously established findings for similar reports, that the cause was a temporary pairing malfunction resolved by standard troubleshooting.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.